Event description:
The customer alleged that an employee received a peroxide burn the size of a quarter that dripped on her when she removed the load from the cycle. The cycle did not cancel. The employee rinsed the area under running water for an unknown amount of time. The employee did see a doctor in the emergency room. No treatment has been prescribed at this point. The symptoms had resolved within a day. The employee was not wearing personal protective equipment. The asp field service engineer (fse) went to the facility to assess the unit.

Manufacturer narrative:
Capital equipment, evaluated at customer site. The fse went through the system completely. The fse ran a passing leak test. The fse found that a ziplock was used to pouch the instruments. The fse received a burn on both his hands when handling the ziplock bag. The fse ran two cycles that completed. The fse did not notice any peroxide inside the chamber from the two cycles. The unit met specifications.